Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was "improper noise" on the lead. The lead remains in use. No patient complications have been reported as a result of this event.